Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited low impedance resulting in multiple inappropriate auto mode switch episodes. The lead was capped and replaced. There were no adverse events prior, during and post procedure.